Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the sample probe level sense printed circuit board (pcb) malfunctioned. The fse replaced the sample probe level sense pcb which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for sodium (na) and potassium (k) involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided two (2) patient results.